Event description:
In 2007, a patient (female) was reported to have unilateral ulceration on the right cheek, subsequently resulting in a scar, after receiving a single treatment with the fraxel sr 750. The treatment was performed at a setting of 10 mj/pulse, 250 mtz/cm2/pass, for a total treatment density of 1490 mtz/cm2. The next day, biafine topical was applied to the affected area and five days later, ciprofloxacin 500 mg was prescribed but not taken by the patient. The treating physician classified the response as a permanent scan two months later.

Manufacturer narrative:
The device was fully inspected at reliant technologies and found to meet or exceed all mfg specifications.